Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the events in this study were unrelated to medtronic products.

Manufacturer narrative:
Citation: feng, l.f., gao, h., zhang, j., gu, j., wang, y., li, t.. Endovascular recanalization of subacute or chronic symptomatic occlusion of the internal carotid artery ophthalmic segment. European journal of radiology 183 2025. Doi: 10.1016/j.ejrad.2024.111885 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Please note that the patient information (age, sex) is reflective of the mean of the patient data in the article.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular recanalization of subacute or chronic symptomatic occlusion of the internal carotid artery ophthalmic segment. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: echelon-10 microcatheter among all patients adverse events / device product performance issues included: there was cerebral hemorrhage in the left frontal lobe in one patient (0.7 %). Instent thrombosis occurred in four (3.0 %) patients and was resolved after intracatheter thrombolysis. After recanalization, three (2.2 %) patients had hyperperfusion syndrome which led to hemorrhage in the infarcted area in two (1.5 %) patients and in the basal ganglia region in one (0.7 %) patient. Three (2.2 %) patients experienced post-surgical transient ischemic attacks which were resolved after administration of tirofiban. One (0.7 %) patient had impaired eyesight on the ipsilateral side which was probably caused by a micro-thrombus entering the central retinal artery. No further information was provided pertaining to medtronic products.